Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a button error alarm and was not sure how it occurred. It was reported that there was condensation on display screen, but it went away. Customer's blood glucose was 80 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.